Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 21 mm in diameter proximally and 29 mm just above the aneurysm with a length of 11 mm. It was reported that during deployment of the bifurcated stent graft it moved distally 3mm resulting in a proximal type I endoleak. The physician elected to implant a 36/36 endurant cuff proximally and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.